Event description:
Pt called lfs alleging that the test strips would not initiate the countdown process. Pt explained that the strips accepted blood, however, the meter wouldn't count down to display a result. There was no evidence of an adverse event. No medical care was sought. The customer service rep discussed product discontinuance.